Event description:
It was reported that during a lap gastric bypass, the device's hand activation buttons worked intermittently. No error code was displayed. The instrument was replaced and the case was completed without any incident.

Manufacturer narrative:
Date sent: 5/27/2009. Info anticipated, but unavailable at this time.